Manufacturer narrative:
(B)(4). Sample availability unknown at this time. If additional information becomes available, a follow up will be sent.

Event description:
A nurse contacted baxter?s technical service center to report that a home patient's (hp) transfer set became disconnected from the patient line temporarily during therapy on the homechoice (hc) machine. The nurse stated the hp had "leaked" out whatever was left in the peritoneum. The nurse stated she already contacted the doctor regarding the situation. The nurse was instructed by the doctor to reconnect the hp and then continue therapy. Product surveillance contacted the peritoneal dialysis (pd) nurse regarding the reported disconnection. The nurse stated she was not made aware of this event and had no information regarding it. The nurse stated she just saw the hp the previous day and said that the hp was doing well on therapy with no issues. There was no patient injury or medical intervention reported.